Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev3238 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported local piccline site infection. Start date: (B)(6) 2021, end date: (B)(6) 2021. Moderate severity and likely related to the device (catheter) and unlikely related to the procedure and unrelated to the accessories (guidewire, stylet). Action taken: medication prescribed, hospitalization, device removed. Outcome: recovered, no sequelae. The patient was planned hospitalized on (B)(6) 2021 to continue here chemotherapy. At admission the piccline was inflamed. A central blood culture and a wound swab on same day showed a koagulasenegative staphylococcus infection. She was treated with several antibiotics: piperacillin 4g/tazobactam 0,5g i.v. 2x/d from (B)(6) 2021, on (B)(6) 2021 only 1x/d; cotrimoxazol 960mg oral 1x/d on (B)(6) 2021, 2x/d on (B)(6) 2021 and 1x/d on (B)(6) 2021 and then every monday and thursday (2x/d). Additionally she got cefotaxim 1g i.v. 1x/d on (B)(6) 2021 and 2x/d from (B)(6) until (B)(6) 2021. She should take in cefpodoxim 200mg 2x/d until (B)(6) 2021. Her normal concomitant medication includes: ass 100mg 1x1; amlodipin 5mg 2x1; bisoprolol 10mg 1x1; dekristol 1000 ie 1x1; l-thyrox 50g 1x1; pantoprazol 40mg 1x1; torasemid 10mg 1x0,5; tinzaparin 3500 ie s.c. 1x1; the patient could recovered discharged at home on (B)(6) 2021.